Event description:
A letter was received from a law firm in other country representing a person who claims three years ago, they were diagnosed with fusarium keratitis in the left eye after use of the product. This report has not been confirmed, and no additional information has been provided at this time.